Event description:
It was reported the physician programmer displayed an out of regulation (oor) message. Impedances were measured and electrodes 10 and 11 were >40,000 ohms. The patient was not satisfied with the outcome using the other electrodes, so the connection and lead impedances were tested intraoperatively. The lead and extension connection was opened, and impedances were "ok" when testing impedances with the twist lock cable and external neurostimulator. The lead and extension were reconnected and the lead impedances were tested at the stimulator with a sterile bag. The impedances were still high. Next, the stimulator was "opened" in order to test the extension. The extension however was cut through while preparing it, so no impedances were tested. A new extension was implanted, and afterwards the impedances were "ok." Impedances were measured after the patient was closed up and everything was still ok. The physician did not expect any further action needed to be taken. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).